Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported the right side capsular contracture grade 3. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particles on the shell. Device patch with lot number 2974036 and catalog number n-trf365. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode.

Event description:
Physician reported the right side capsular contracture grade 3. Device has been explanted.